Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the device's image processing computer failed to boot, preventing imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was outside the clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the image processing system would not boot up. The system log file was reviewed, which confirmed the loss of system functionality. Upon troubleshooting, fse rectified there was loss of link between light on x12 of host, issue with ippc motherboard nic failure. To resolve the issue, fse replaced the hard disk spare part, ippc operating system, loaded the software and recreated the image storage. The part analysis of ippc was performed, and the cause of the failure was wrong hdd bay. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.